Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Connected the reader to a computer using a new unused usb (universal serial bus) cable and observed ¿connected to pc¿ message, and no message was observed when the reader was unplugged. Reported issue was not able to be replicated. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "usb cable not connected" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was provided unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.